Manufacturer narrative:
Exact date unknown, event occurred approximately (B)(6) 2021.

Event description:
It was reported that the patients suture that was holding the ipg in place came lose causing the ipg to lean forward in the pocket. The patient underwent a revision procedure wherein the ipg was repositioned. No device malfunction was suspected. No further information has been obtained despite good faith efforts.